Event description:
It was reported that the patient presented for a follow up visit in the clinic. Upon interrogation, it was noted that the right ventricle lead exhibited over-sensing noise. The noise was reproducible with isometric exercises. No intervention was performed. The patient was in stable condition and would be further monitored.